Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. The implant coil was not attached to the pusher. Evidence of damage was noted along the full length of the pusher, which included kinked sections, prolapsed area just proximal to the support coil, and lead wire delamination. The monofilament knot-tie was noted to be intact on the pusher. The distal end of monofilament terminates mid-way within the heater coil. The distal end of the pusher had evidence of tensile failure with stretched, uneven edges. Based on the available information and evaluation of the returned device, the complaint of a detached coil can be confirmed. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that exceeded its strength specifications of the monofilament.

Event description:
It was reported that during the placement of the last embolization coil, the coil detached in the catheter. 75% of the coil was implanted in the intended area after a contrast injection was flushed through the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.